Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: s7 argus os, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. There was an sr manager failure when booting the system. They did not observe any sr manager failure after several boot ups. System was used in a different case without issue. Checkout performed, system functioning as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that a sr manager failure displayed when they first bootup the system. They restarted the system twice and it began to work as expected. There was no patient present when this issue was identified.